Event description:
Caller reported a tandem mobi cartridge alarm, but the customer's blood glucose level did not exceed 500 mg/dl. The pump functioned correctly without exposure to external magnets, and the issue did not occur during the cartridge load process. The customer had not previously reported similar alarms with this pump. The customer managed to load a cartridge successfully and resume insulin therapy, resolving the issue.